Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the procedure.

Event description:
It was reported that the patient's right ventricular lead was explanted and replaced due to a high pacing threshold, high lead impedance and noise. The patient was discharged after the procedure in stable condition.